Event description:
Customer tested blood glucose and received a result of 390mg/dl. About 20 minutes later paramedics were called because the customer was losing consciousness. Paramedics arrived and tested blood glucose and received a result of 40mg/dl. The customer was injected with glucose to raise their blood glucose level. No controls were in use. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.